Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus medical systems india (omsi). The following results were obtained by the device confirmation by omsi. Multiple black dots on endoscopic image. Bending section broken and corroded. No major dent found on insertion tube or distal end. No remarkable dent or hitting mark on the whole device. The reported event, the black dots on endoscopic image, was caused by broken image guide fiber bundle running inside the bending section although the exact cause of the reported event could not be determined, excessive force likely broke the bending section and the image guide fiber bundle as damages were noted in the device. The following are examples of excessive force which could apply to the device. Forcibly inserting the device to a patient angulating the bending section. Attempting to angulate the bending section in a direction that the device cannot bend.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that black dots appeared on the endoscopic image of the subject device during a therapeutic procedure (retrograde intrarenal surgery). The user facility replaced the device with similar device and completed the procedure by percutaneous nephrolithotomy. There was no patient injury associated with this report.